Event description:
Additional information was received from the patient and it was reported that he doesn't know what might have caused the problem. It was working fine and one day when he turned it on the stimulation was near his left kidney and very strong. The rep reprogrammed it and now it works fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient implanted with a neurostimulator (ins) reported that the ins is implanted near his l4 and is implanted to stimulate in that area and down his right leg. He felt a shocking on his left side near his kidney about 4 weeks ago. For about a month he noticed he isn't feeling stimulation where he is supposed to feel the stimulation, instead he feels stimulation strong on the left side near the kidney and a little down his left leg. He turns his stimulation on periodically during the day and at night. He has been charging his ins but will turn it off because the stimulation feels strong on his left side. Patient confirmed the ins is implanted on the right side of his body. Patient reported not falls or trauma. Patient was redirected to their hcp.